Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the cuff of an endotracheal tube was leaking during the thyroidectomy procedure. There was no patient impact. The procedure was completed with backup product. On follow up, it was confirmed that there was only slight leakage that it was discovered after intubation. After the doctor discovered there¿s leakage of the cuff, they reintubated with the backup product.

Manufacturer narrative:
Analysis found that a review of the global complaint data showed no other similar complaints for this lot number. A syringe was used to inflate the cuff with 15cc of air and it leak out immediately. Under magnification it was determined there was a 0.09¿ cut in the cuff with abrasions leading up to the cut from the proximal side. The location of the cut was on the approximate midline and just proximal to the center of the cuff. There were scrapes along the electrode contacts which is typical of mishandling. There was no damage to the finish goods box or pouch to indicate a cause. If information is provided in the future, a supplemental report will be issued.